Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while patient was reviewing the treatment records. A review of the patient¿s treatment records identified that the patient drained 5029 ml during drain 3 of the treatment. This drain volume is 228% of the patient's fill volume of 2206 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, but no further details were provided. There was no mention of harm in the initial report. The patient was advised to reach out to pd nurse for guidance on treatment until a new cycler was received. The cycler was indicated as being available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: .9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Valve actuation test ¿ passed. System air leak test ¿ passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while patient was reviewing the treatment records. A review of the patient¿s treatment records identified that the patient drained 5029 ml during drain 3 of the treatment. This drain volume is 228% of the patient's fill volume of 2206 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, but no further details were provided. There was no mention of harm in the initial report. The patient was advised to reach out to pd nurse for guidance on treatment until a new cycler was received. The cycler was indicated as being available to return for investigation.